Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the cardioplegia monitor ml dose and ml total volume display was flashing/blanking. It continued through the case and were unable to track cardioplegia volume. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.